Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported "prior to use, when testing the unit the cable (of the dermatome) was ripped and the green cable had a dark color, it could be overheating. We thought, it can be overheating because the green cable has an aspect like "burned" and the rubber was contracted." There was no pt or user injury alleged. Additional info was requested by integra.